Manufacturer narrative:
The device has been returned though the evaluation has not yet been completed. There was no patient impact/injury. The investigation is underway, and additional investigation results are pending.

Event description:
A user facility reported that the thermage tip sparked. The user was treating a patient with a face tip, and noticed that the patient started to twitch as they were moving along. The doctor asked the patient if there was any discomfort, which the patient denied. This was at the point of about 350 pulses, at level 2.5 for the entire treatment. The doctor observed more closely as they did a couple more pulses and thought they saw a flash of light. They turned down the lights in the room and were able to see that the tip was sparking over the next couple of pulses. The doctor assures there was more than enough coupling fluid being used. There were no error messages on the machine. They were making sure they maintained full contact with the tip and skin. The doctor stops and checks the tip every 50 pulses. They stopped using this tip and grabbed a new one that did not spark at all, and were able to complete the treatment. There was no damage to the patient's skin.

Event description:
A user facility in canada reported that the thermage tip sparked.

Manufacturer narrative:
Corrections: section b5, "describe event or problem" - clarification that the user facility is in canada. Section g, "contact information" - postal code corrected from (B)(6). The tip was returned and evaluated. The tip passed flow, leak and thermistor testing. The tip failed visual inspection, and could not be functionally tested due to the observation of dielectric breakdown. The technician was unable to confirm the spark complaint since no functional testing was performed. A review of the device history record shows final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6) . There was no patient impact/injury. The investigation is underway with additional investigation results pending.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. It was reported no patient injury occurred during treatment. Tip evaluation confirmed damage on the tip membrane along the rf trace. Investigation of rf trace damage are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. This damage most likely occurred prior this treatment since this type of tip damage only occurs during use. The most probable root cause is component issue. An nc/CAPA has already been opened to track this type of complaint, (B)(4).